Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occured in the united arab emirates. The patient's father reported an alarmingly high blood glucose reading of 374 mg/dl on the first day of insertion in the thigh area. This necessitated an emergency room visit where the patient received treatment including an intravenous drip and insulin pen administration. The hospital admission occurred on (B)(6) 2025, with the stay lasting less than 24 hours. Upon admission, the patient's blood glucose level was confirmed at 374 mg/dl. A ketone test was performed, yielding a positive result with a level of +2. The reason for hospitalization was cited as symptoms of diabetic ketoacidosis (dka) and high blood glucose (hbg). No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 23-jun-2025. Device history record (DHR) review: the lot 6002115 was manufactured according to the work instruction (wi) 4902100 version 77 on 12-jul-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 23-jun-2025 against harm code, malfunction code no malfunction describe and lot 6002115 and no other more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.